Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 12/14 36mm +8.5 hip femoral head; altrx +4 neut 36idx52od hip acetabular liner; pinn multihole w/gription 52mm hip acetabular cup; unknown hip femoral stem; pinn can bone screw 6.5mmx15mm hip acetabular cup screw; pinn can bone screw 6.5mmx35mm hip acetabular cup screw.

Event description:
Patient presented three weeks ago in the surgeon's office with a painful left hip. The doctor elected revision surgery on (B)(6) 2018 where he removed the liner and two acetabular screws and then the shell with a zimmer cup out instrument. The doctor removed the index femoral head but left the index stem implanted. There was minimal ingrowth on the back of the index acetabular cup.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.